Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had sensors fall out repeatedly. Blood glucose level at the time of the call was 200 mg/dl. The customer's mother was instructed as to the proper serter usage techniques. Caller also reported that the customer recently had a blood glucose level of 494 mg/dl, which was treated with manual injection. The insulin pump was not replaced or returned for analysis.